Event description:
The customer reported that the device has service errors, pacer malfunction and shock malfunction. Also the customer claims the device freezes up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device has service errors, pacer malfunction and shock malfunction. Also the customer claims the device freezes up. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.